Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. It was noted that the patient also experienced a pocket hematoma. It was also noted that the patient experienced chest pain and discomfort at max output. The device also exhibited loss of capture (loc) at max output. Technical services (ts) noted that the device's behavior is indicative to a lead perforation. However, lead perforation has not been confirmed. Ts suggested troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.